Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer received a low insulin alert with 20 units displayed on the insulin gauge, but customer alleged there was no insulin in the cartridge. Additionally, it was reported that air was with drawn from the cartridge canister. Tandem technical support educated the customer this was off-label. Reportedly, customer loaded a new cartridge to resolve the issue. Customer's blood glucose (bg) level was "high" specific bg value was not provided. A bolus was administered to address elevated bg. Reportedly, customer continued to use the pump for insulin therapy.